Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection, on ligating a vessel, the surgeon was able to squeeze the handle. There were issues experienced with the loading or firing of the clips. Another clip was used to complete the case. There was no patient injury.